Manufacturer narrative:
Torn isolator. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported by the affiliate that during an unk procedure, when the handpiece was installed to the generator, the generator alarmed and displayed error code '3'. Not noted how case completed. No pt consequence.